Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved after the caller was instructed to insert the charging cable into a different usb port, which allowed the pump to begin charging as intended. The caller understood and acknowledged the resolution.